Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): "the system shut down and bubbles were noted from the infusion line" (loss of power), (no code available). The surgeon reported the system shut down and bubbles were noted from the infusion line. The company sales representative stated, no patient impact occurred. No patient injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B)(4).